Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. However, the investigation determined that based on information that the problem was resolved after re-exchanging the lamp, the likely cause of the reported e103 error and blurry image was improper lamp installation. As stated in the instructions for use, as a preventive measure, "when inserting the examination lamp into the heat sink, align their pin positions and tighten the bolts firmly. If the bolts are not tightened firmly, poor heat radiation may result in equipment damage, examination lamp ignition failure, and a considerable drop in the life of the examination lamp."

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. In troubleshooting the problem with olympus technical support via the phone, the reporter indicated that the lamp is a third party non-olympus lamp. The reporter was advised by technical support to replace the lamp to resolve the problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "e103" was generated and the spare lamp turned on. Additionally, it was reported that the image was "fuzzy" and the lid housing was "very hot." This report is submitted for the reported malfunction of an "e103" error. There was no patient injury, associated with the problem, reported to olympus.